Manufacturer narrative:
Additional phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening in posterior side assessed as unidentified( tear) opening. Additional observations: crease fold observed on the device. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported suspected rupture of the device, diagnosed with ultrasound and MRI test. Device has been explanted. This relates to the left side.